Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable displayed a green image. There were no reports of patient harm.